Event description:
Information was received that this epicardial left ventricular (lv) lead exhibited high threshold measurements. This lead was surgically abandoned and replaced with another lead. No adverse patient effects.

Manufacturer narrative:
Na